Event description:
Wallflex biliary stent would not deploy. Rep contacted, return of defective stent set up. Ref# (B)(4), lot # 18293317, gtin (B)(4). Boston scientific wallflex biliary rx uncovered 10mmx60mm stent.